Event description:
During a vaginal delivery, a vacuum assist delivery system was used. Infant was later diagnosed with a skull fracture.

Manufacturer narrative:
A conference call was held between coopersurgical (included chief medical officer, regional manager, product manager and sales representative) with representatives from the user facility to obtain details of the event. The infant was in the +3 rot position. The infant autorotated to the op position. Three pulls with one "pop-off" was used to delivery the infant. The infant was later noted to have heart rate and breathing problems. A right occipital skull fracture with intracranial hemorrhage was diagnosed. When the infant is in the op position greater force is required to pull.